Event description:
It was reported that a spectrum pump had a keypad failure. Any pt involvement is unk. It was found during baxter's functionality testing that the device had intermittent keypad operation.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported keypad failure, which was reproduced. The eval found all of the keys on the device to be inoperable. The experienced intermittent operation of the keypad could not be reproduced. Eval found the keypad is damaged around the # 7 key caused by external influence. The keypad was replaced.